Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the device was unable to power on. After reviewing log file, fse confirmed the connection with the x-ray-pc is lost. Fse confirmed that there was no power to the x-ray pc and power supply is faulty. The cause of the power issue confirmed by the supplier's part analysis the failed component was power supply. Fse replaced the x-ray pc and dual switch module. After the replacement of the x-ray pc and dual switch module, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to power on. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) replaced the x-ray monoplane pc and the dual switch module, and the device was returned to use in good working order.